Event description:
It was reported that diverting ileostomy performed on (B)(6) due to anastomotic leak. Laparoscopic right hemicolectomy to treat early stage appendiceal cancer. No radiation or chemotherapy rx. The only change made to surgical technique - did not invert staple line. Patient discharged the morning of post-op day 4. 3-week in-office follow up with the surgeon. Patient doing fine. Had resumed a normal diet of solid foods and having bowel movements. Not symptomatic. Day 26 - patient went to emergency room; atrial fibrillation and ventricular flutter. Full body scan showed air pocket near anastomosis. Abdominal drain inserted; evidence of stool within abdomen. Second drain inserted into colon. Leak confirmed with contrast. Patient in hospital 8+ days before re-operation.

Manufacturer narrative:
(B)(4). Date sent 5/14/2025 d4 batch # unk h6: health effect ¿ clinical code gastrointestinal system (e10) . An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: why does the surgeon believe that the leak could be a potential issue related to the device considering the leak happened so far post op? Any other patient issues consequences due to the event? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/27/2025. Additional information was requested, and the following was obtained: why does the surgeon believe that the leak could be a potential issue related to the device considering the leak happened so far post op? Any other patient issues consequences due to the event? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? No new information received from hcp after reaching out with additional questions.